Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that about a year or two ago they noticed a return of symptoms at night, they said that they get up about 3 times at night. Patient said that they had a shunt surgery on (B)(6) 2021 and didn't use the therapy much after that as they weren't having many problems. When asked, the patient said that did turn therapy off prior to surgery. Patient said that they were scheduled to have the system removed tomorrow however were wondering if could try the therapy again to determine if that might help with their nighttime symptoms. Reviewed the option to turn stimulation on and monitor symptoms. Reviewed maintenance information and when asked, patient said that the communicator hadn't been charged in 1-2 years and had been plugged in for some time however it isn't turning on. Agent explained that patient won't be able to connect to implant without use of communicator and reviewed that replacement could be sent however at this time patient didn't pursue this option. The patient was redirected to their healthcare provider to further address the issue to review options.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.